Event description:
The catheter was inserted into the pt on feb.13 and on feb.23, it was found broken.

Manufacturer narrative:
Additional info has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)